Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted very tedious adhesiolysis of adhesions to the previous mesh into the anterior abdominal wall. There was a small piece of mesh in the midline that had pushed into the hernia defect. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information is provided.